Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information, device evaluation. H10. Additional manufacturer narrative - additional information, device evaluation the device was returned. Analysis found the marathon micro catheter was stretched (elongated) for at least ~1.0cm. Onyx residue was found with the marathon hub. No damages were found with the marathon hub. The marathon catheter body exhibited evidence of catheter stretching within the distal floppy segment. The marathon distal marker was found dislodged with the inner liner stretched. The tubing material at the separated end exhibited plastic deformation (jagged edges and stretching). The suspected or most likely cause of the event is excessive onyx reflux (1-2cm), which caused the marathon to become entrapped subsequently stretching and separating as force was applied during removal. It is likely the marathon micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). However, the exact conditions in which the event occurred was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Thus, the cause of the event could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00401. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of marathon separation. The patient was undergoing onyx embolization of a cerebral arteriovenous fistula / embolization. It was reported that onyx was injected. 1-2 cm onyx reflux was allow to form on the catheter tip. After embolization, the marathon was attempted to be removed and resistance was encountered. The catheter tip embedded within the onyx cast. The marathon was pulled slowly and was able to be removed, but the tip was broken. The tip remains in the patient. The patient is reportedly asymptomatic.